Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with serial number label missing, end cap address label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. The customer stated that she tried several batteries; however, the insulin pump was completely dead. She also reported that the label on the back of the pump was worn off. The customer was assisted with troubleshooting but display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan . The insulin pump will be returned for analysis.